Event description:
Following a colonoscopy procedure, the patient experienced lower stomach and back pain. The location of the stimulation also changed; it moved from the rectum to the vaginal area after the procedure. No further information was reported.

Manufacturer narrative:
(B) (4).